Manufacturer narrative:
No pt information as no pt was involved in this concern. The investigation is currently in progress.

Event description:
A site representative reported that they had a problem with the stealthstation treon system during the intervention. There was bad communication, and images were not always seen on the screen. There was no pt present.